Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an alarm occlusion occurred while the customer was administering a bolus. The customer's blood glucose (bg) level was 296 mg/dl. The customer did not address elevated bg level, per their healthcare provider's instructions. The customer declined to perform troubleshooting with tandem technical support. The customer stated that the occlusion could have been due to the tubing being pinched by their belt.